Event description:
Initial sample in (B)(6) 2015 demonstrated low platelet (plt) values. Sample obtained in (B)(6) 2015 generated decreasing plt values. Physician ordered a bone marrow procedure due to decreasing platelet values. Bone marrow eval determined: thrombocytopenia and plt clumping. The operator reviewed the original slide from july and no plt clumps were observed, however, plt estimate appeared adequate despite low value. Both analyses generated "thrombocytopenia" flags alerting the operator of a sample abnormality. Verification of accurate results is required prior to reporting to the doctor. Plt clumping is a known sample interference in edta anticoagulation that falsely decreases plt counts (pseudothrombocytopenia). After the bone marrow procedure, a new sample was collected and immediately analyzed. The plt value was significantly increased. The operator performed repeat analysis approx 30 minutes later and the plt value was significantly decreased indicating the possibility of plt clumping and alerted the operator to possible sample abnormality. The value was accompanied with an asterisk. The analyzer performed within spec. After bone marrow eval there have been no changes to pt medication, the pt remains on plaquenil. It appears change in medication therapy and bone marrow procedure due to the decreased platelet value was medically necessary, however, it cannot be confirmed if the thrombocytopenia is true or due to platelet clumping. There was no pt harm. This event was initially reported to (B)(4), on september 11, 2015 by (B)(6).